Event description:
Customer reported yellow visual contamination was observed on the machine side of pressure monitoring line of the system 1000 hemodialysis machine two times. The first incident was described as a yellow contamination up to the internal transducer protector. The second incident was described as a breach through the first external transducer but not through the recently added second external transducer protector. This indicates the possibility of blood or blood components in the pressure monitoring line. The customer has been using infus blood sets from lot numbers 205053e and 205054e/c. There was no pt injury or medical intervention associated with this incidents.